Event description:
It was reported that during use of the bd phoenix¿ m50 automated microbiology system, there was a "result value problem." There was no report of patient impact.

Manufacturer narrative:
H.6. Investigation summary: "a results failure was reported on a phoenix m50 instrument. The customer reported discrepant results on their instrument. The customer reported issues with high imipenem and tigecycline results. A field service engineer (fse) arrived onsite to troubleshoot the instrument. The instrument was inspected, and an led value was found to be high. The light source board was replaced. This resolved the high mic issues. The root cause of the failure is not known. This is a confirmed failure of a bd product. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and revealed no previous complaints related to this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint."

Manufacturer narrative:
The following field has been updated with corrected information: g.4. Date received by manufacturer: 12-dec-2023.

Event description:
It was reported that during use of the bd phoenix¿ m50 automated microbiology system, there was a "result value problem.". There was no report of patient impact.

Manufacturer narrative:
There were multiple PMA/510k numbers. The information for each additional PMA/510k is as follows: g5. PMA / 510(k)#: k020321, k040099. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd phoenix¿ m50 automated microbiology system, there was a "result value problem." There was no report of patient impact.